Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 5 months post implant of this 25mm aortic bioprosthetic valve, a 26mm transcatheter valve was implanted valve-in-valve. The reason for the procedure is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the valve-in-valve procedure occurred due to stenosis and moderate regurgitation. No additional adverse patient effects were reported.  Patient weight added. Patient codes updated. If information is provided in the future, a supplemental report will be issued.